Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic experiencing dizziness. Upon interrogation, the right ventricular lead exhibited oversensing of noise, resulting in inhibition of therapy. The lead was explanted and replaced. Patient was stable before, during, and after the procedure.